Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11/1/2021 h.6. Investigation: bd had 10 received samples and one photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter on the IV cannula was observed. Additionally 10 samples were evaluated by visual examination under magnification and 1 out of 10 samples showed foreign matter on IV cannula. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter on IV cannula. Bd determined that the root cause of the indicated failure mode was attributed to excess lubrication solution being dispensed from the lubrication pump.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced foreign matter on the needle or within the fluid path. The following information was provided by the initial reporter. The customer stated: unknown stuff stick around the needle.

Manufacturer narrative:
H6: investigation: bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter on the IV cannula was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter on IV cannula. Bd determined that the root cause of the indicated failure mode was attributed to excess lubrication solution being dispensed from the lubrication pump. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced foreign matter on the needle or within the fluid path. The following information was provided by the initial reporter. The customer stated: unknown stuff stick around the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced foreign matter on the needle or within the fluid path. The following information was provided by the initial reporter. The customer stated: unknown stuff stick around the needle.